Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report in 2007, the pt reported experiencing soreness from an infected wound located under the transmitter coil site. The implant was visible through the wound. On five days later, surgery to graft the opening of the infected site was done. An integrity test completed on nine days later, showed all electrodes were functioning . An examination of the pt's wound completed during the same appointment showed the wound had not healed as well as the surgeon expected. Therefore, the pt was instructed to discontinue wearing her cochlear device for six to eight weeks. The pt is scheduled for a follow up appointment approx one and a half months later.